Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The patient reported that one week ago the patient noticed their stimulator did not seem to be charging right and it ¿does not shut off when it gets fully charged¿. The stimulator will charge all the way up, but does not stop and then it pulses. The pulsing will resume once the implantable neurostimulator (ins) is fully charged. The patient noted they turn their device off while recharging, but when it is close to being fully charged they start to feel the pulsing even though they have not turned the ins back on yet. The patient noted that when it¿s completely charged the pulsing will stop, but that is not occurring anymore. On (B)(6) 2014, the patient stated they were no longer having concerns with their device or therapy.